Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a pump jam which would not clear without rebooting the system one manually. The device was not changed out as the system rebooting cleared the issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
After the system one was manually rebooted, it operated as intended. The user facility is not requesting the field service rep (fsr) to come out and repair or perform preventative maintenance at this time. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.